Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. There was no adverse impact to customer¿s blood glucose level. In addition, it was reported that the wake button was difficult to press. Customer pressed the wake button multiple times and the wake button performed as intended. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.